Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro lumbar disc surgery. Intra-op, the endoscope was not displaying clear or complete images. It was replaced by a second endoscope and that scope was also not displaying clear images. It was replaced by a third endoscope and that instrument worked properly. The products did not come in contact with the patient.